Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 150, 135cm mustang¿ balloon catheter was advanced to post-dilate the lesion. The balloon was initially inflated at 10 atmospheres. However, on the second inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR. Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was located approximately 1mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination found no issue with the profile of the proximal markerband which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 150, 135cm mustang balloon catheter was advanced to post-dilate the lesion. The balloon was initially inflated at 10 atmospheres. However, on the second inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.